Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient's vas (visual analog scale) had been increasing suddenly. The healthcare professional (hcp) inspected the pump and its catheter to determine if it was normal or not with a cap (catheter access port) procedure. The contrast was found to scatter near the pump in fluoroscopy. It was determined the pump segment of the catheter had a break in it that occurred after implant due to an unknown cause. During the procedure, it was found the pump segment had completely disconnected. It was stated, "but other disconnected two segments are cut during the removal procedure". The catheter was replaced. The patient was reported to have recovered without sequela. It was also reported the patient "felt better than her complaint state right before [the] revision" but the patient had not recovered to her previous controlled condition yet. The hcp was monitoring the patients condition. The pump was used to deliver morphine.

Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter body had an occlusion mad up of dried drug, blood of foreign material. The catheter was returned in 3 segments. Occlusions were present in segment 2 and 3, and both were unable to break loose. Segments 2 and 3 were cut into multiple segments during decontamination to help break the occlusion, but the technician was unable to break the occlusions. Foreign material was seen occluding both segments 2 and 3 catheter lumen.